Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. After four minutes of therapy, the pressure dropped below 100 mmhg and the machine shut off. The fluid was removed from the balloon, but only 20cc of the 30cc was able to be removed. A hole was noted in the balloon. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The catheter failed the leak test because there was a crack in the cannula.